Event description:
It was reported that the brake/steer pedal is difficult to engage. It was further reported that a user sustained a hip injury. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that the brake/steer pedal is difficult to engage. It was further reported that a user sustained a hip injury.

Manufacturer narrative:
It was alleged that the brake/steer pedal was difficult to engage and caused a caregiver injury. As a result, the caregiver sustained a gluteus minimus tear and was on restrictions. The customer was unable to identify the specific units involved; however, a stryker field service technician evaluated several units at the account and did find any component level defects or malfunctions. It was determined that the brake being difficult to engage/disengage was likely not due to any component level defect or malfunction. The issue was resolved by completing a ergonomic assessment and providing brake pedal usage training.